Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-523b-(B)(4): the fiber does not show signs of usage; the fiber was tested with hene laser fixture, aim beam is present at fiber output window. Fiber card analysis shows no failure found. Probable root cause: based on the device analysis, the product complaint "fiber card not recognized" could not be confirmed; there is no failure found with the returned product.

Event description:
It was reported that during a prostate procedure, "fiber card not recognized" was noted. The case was completed with an alternate procedure (turp). Patient outcome: "confirmed no injury to patient."